Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported right heart failure and infection could not be conclusively established through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(4). No further events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure and infection (local, driveline, and pump pocket) as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. This section also explains that some patients suddenly develop right ventricular failure during or shortly after pump implantation. Treatment for patients in right heart failure typically consists of inotropes to augment right ventricular contractility, fluid management, hyperventilation, and pharmacologic modulation of pulmonary vascular resistance. As a last resort, a right ventricular assist device may be employed. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection, as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications, including sterilization information. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had severe right heart dysfunction post left ventricular assist device (lvad) implant on (B)(6) 2021. The patient required nitrous oxide (no) and inotropes, but no right heart mechanical circulatory support. No and inotropes were weaned progressively over several days. The patient also had a candidemia infection with positive blood cultures. The infection was identified incidentally through blood workup, and the patient had no other signs or symptoms. The patient was treated with caspofungin intravenously, and the infection resolved. The patient was discharged home on (B)(6) 2022 and was stable.